Manufacturer narrative:
Quality controls were last run by the customer on (B)(6) 2022 and the results were in range. The test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number uq0133609 compared to an unknown laboratory method. Meter result was 4.2 inr. The result from the laboratory was 2.8 inr. Timeframe between results was not provided. On (B)(6) 2022, the meter result was 4.3 inr. The result from the laboratory was 2.9 inr. Timeframe between results was not provided. On (B)(6) 2022 at 6:34 pm, the meter result was 3.8 inr. The result from the laboratory at the same time was 2.8 inr. The patient has a therapeutic range of 2.0-3.0 inr and they test every 4 weeks.